Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the act button was unresponsive on the insulin pump.

Manufacturer narrative:
All of the buttons functioned properly however, moisture damage was found on the keypad traces. The insulin pump was received with cracked reservoir tube lip.